Manufacturer narrative:
The user facility submitted medwatch 2400930000-2023-8020 for this event. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system solution set leaked. When the nurse was disconnecting the doxil infusion tubing, the nurse noted reddish dried solution under the patient¿s tubing and on the patient¿s shirt. The area of leaking was under the connection of the closed system transfer device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.